Event description:
Fill volume: 400 ml. Flow rate: 8 ml/hr. Procedure: shoulder surgery ((B)(6) 2015). Cathplace: interscalene continuous nerve block. A physician reported that a pump infusion ended sooner than expected. One day after the start of infusion, the pt complained of hoarseness of voice. The pump was almost empty at that time. The pump and catheter were removed. The physician emptied the pump and there was less than 100 cc remaining. It was presumed that the pt was given 300 cc in less than 24 hours. It was reported that the pt is doing "fine and recovering from the event." The device is available for return and analysis.

Manufacturer narrative:
The device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) was conducted for the reported lot number. At this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provide once completed. Once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.